Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The valve was successfully implanted. After removing the nose cone from the valve, the safari guide wire in the left ventricle could not be controlled due to possible interference with left atrium or chordae. In an attempt to regain control of the guidewire, the nose cone was advanced back into the navitor valve which allowed the guidewire to be removed. Later on, (B)(6) 2025, a post procedure case review of the imaging was performed and it was noted that the metal part of the flexnav retainer receptacle interfered with the ascending frame of the navitor, causing one stent frame cell to deform. The deformation left the cell bent and in contact with tissue. There were no patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult to remove (entanglement with valve) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported difficult to remove (entanglement with valve) appears to be related to procedural conditions. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.